Event description:
Boston scientific received information that during this patient's implant, following placement of the right atrial lead, but prior to device connection and wound closure, the patient developed pericardial effusion and tamponade requiring pericardiocentesis. The patient suffered cardiac arrest requiring resuscitation and respiratory support. The device was not implanted, but was used as an external pacemaker for bradycardia support. The patient was transported to the intensive care unit. Boston scientific received information that this patient died. The cause of death was suspected to be related to right atrial perforation. There were no reported complaints and the local representative was informed that no products will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.